Event description:
It was reported that; lag screw was implanted in the patient on (B)(6) 2026. The revision surgery to remove the screw was preformed on (B)(6) 2026 as the cut out of the lag screw was confirmed. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.